Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is underway. The reported problem (service code 102) was confirmed. As received, the monitor failed incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (discharge profile faults).

Manufacturer narrative:
Additional information 07/27/2018: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults/service code 102) has been confirmed. As received, the monitor failed incoming functionality testing. The cause for the failure was isolated to high-voltage capacitor c19 on the defibrillator pca. The c19 capacitor's lead was broken from the defibrillator pca. The root cause for damaged capacitor was excessive force. No adverse event resulted from the defective monitor. Device evaluation summary device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) was confirmed. As received, the monitor failed incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (discharge profile faults).